Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage and high blood glucose found on (B)(6) 2020.pump was received with a cracked battery tube threads, a cracked keypad overlay and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. A cracked retainer and a cracked reservoir tube lip were confirmed. Cosmetic damage was confirmed at the pump case. The pump passed all the required testing. Unable to verify customer alleged for high bgs.

Event description:
Information received by medtronic indicated that the insulin pump had crack on it. No harm requiring medical intervention was reported. The customer will discontinue the use of insulin pump.